Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead short ventricular to ventricular counts. Oversensing was also reproduced in clinic with isometrics. The lead remains in use. No patient complications have been reported as a result of this event.